Event description:
One liter bag of chemo (5-fu) was hung at 1630 to infuse over 11 hours. At 1800, rn found that approximately 800 ml had infused. No pt harm, although cardiac monitoring was increased the next day. Customer has requested a log review. No further pt or event information is available.

Manufacturer narrative:
(B)(4). Customer has provided event logs and data set for evaluation. A follow up report will be submitted once the failure investigation has been completed.